Event description:
It was reported that the pacing leads exhibited suspected lead failure. Over-sensing was reported when the patient bent their abdomen. The pacing leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.